Event description:
It was reported that this insertable cardiac monitor (icm) was explanted as the device was protruding from the skin. A new icm was implanted. The original icm has been returned. No adverse patient effects were reported.